Event description:
In 2009, the pt called for assistance in changing the insulin cartridge of his infusion device before it is empty. He stated his blood glucose has elevated to 580 mg/dl and he wants to insert a new cartridge as he thinks his insulin may be bad. His normal range is 100-150 mg/dl. He stated he has high blood glucose symptoms (not specified) and gave himself a bolus of insulin which has decreased his reading to 485 mg/dl. During troubleshooting, he stated he inserted a new infusion headset before he called. He normally changes his headset every 2-3 days and his previous headset had been in use for 2.5 days. He said he fills 8 cartridges with insulin and stores them in the refrigerator until use. He does not allow them to reach room temperature prior to inserting the cartridge into his device. He was advised to do so. The pt changed all his accessories. The proper procedure to change the cartridge was reviewed with the pt and he was able to successfully change his cartridge and reconnect to his device. He gave himself a correction bolus of 9 units of insulin. On follow up with the pt, he stated his blood glucose was returned to his normal range. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.